Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the safety screw spike set is leaking.

Manufacturer narrative:
H 3: evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Four used samples were received outside their original packages. Samples were visually and functionally inspected. During functional inspection, leaking was detected between the connection of the tubing line and the cross spike connector. The reported failure mode will be treated as confirmed and related to the manufacturing/production process. The root cause and action plan will be documented through the formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
Initial reporter address has been updated to provide the correct facility name and address: (B)(6) hospital, (B)(6).